Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure, a haptic of the iol was broken and the patient experienced diplopia. The lens was explanted in a secondary procedure. Additional information was provided by a nurse that the patient was returned to the operating room for reposition of the iol. The iol was removed and a new lens was implanted. The event has resolved.